Event description:
This report was received from (B)(6) and is a spontaneous report by a physician from (B)(6) of not wearing a mask and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient did not wear a mask while performing the pd therapy. On (B)(6) 2011, the patient was diagnosed with peritonitis, manifested by cloudy dialysate and abdominal pain, and was hospitalized on the same date. The patient was treated with vancomycin (500mg, frequency not reported, intravenously) and amikacin (12.5mg/l pd solution, frequency not reported, ip). On (B)(6) 2011, the patient was discharged from the hospital. It was not reported if the peritonitis resolved or if the patient was retrained in aseptic technique; therefore, the outcome for the event of did not wear a mask was unknown. It was not reported if the dianeal therapy was ongoing. The physician stated that the event of peritonitis was not related to the dianeal solution. A causality statement was not provided for the event of did not wear a mask in relation to the dianeal solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is use error-poor aseptic technique.